Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to diabetic ketoacidosis with an unknown blood glucose level. The customer did not mention any symptom and treatment related to diabetic ketoacidosis. The customer stated that over the weekend the insulin pump actually stopped working, it looked like it was, but it was just pumping insulin into the insulin pump itself and not into me. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about date of hospitalization has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis.